Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone at unknown concent ration/dose via an implantable pump for spinal pain indications. The hcp reported that the patient just got discharged from hospital and pump was reading motor had been stalled for 575 hours. The hcp confirmed patient did have an magnetic resonance imaging (MRI) while inpatient. Additional information was received from the company representative (rep) re-reporting pump motor stall after magnetic resonance imaging (MRI). The hcp stated that patient had MRI last week and had the pump checked after. Pump was interrogated today and they got alerts with service code 232 and 234. The company rep stated that they did not mention hearing an audible alarm. The company rep stated that patient was not medically well and they were unsure if patient would be a candidate for surgery to replace the pump if necessary. The company rep was not with the patient. Additional information was received from the company representative (rep) reporting that the patient had an magnetic resonance imaging (MRI) on (B)(6) and the pump recovered when she interrogated the pump last thursday for the first time after the MRI. The company rep stated that the physician interrogated the pump again yesterday.